Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that they were unable to clear the stuck button alarm as it always turned to blank screen and they tried changed to new batteries but still the same issue. Customer stated the buttons were not pressed for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Keypad unresponsive or button error alarm not confirmed. Device received with pillowing keypad overlay. Device received with cracked flex trace on the keypad connector.